Event description:
It was reported that the insulin pump alarmed during the prime process. The insulin pump is stuck in the rewind loop. The blood glucose reading is 98 mg/dl. Insulin is squirting out during the manual prime process. The drive support cap is loose. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had cracked case at display corner, cracked reservoir tube lip and a missing end cap sticker.